Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) was found to have a damaged belt connector. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the test electrode belt would not consistently lock into the belt connector of the monitor. The cause for the inability to lock in the electrode belt is a defective connector. The root cause for the defective connector cannot be positively identified but is likely excessive force at the connector while an electrode belt was attached. No adverse event resulted from the defective monitor belt connector.